Event description:
It was reported that during an unknown procedure the endoclip was jammed while being applied on a vessel, the jaw could not be closed. Patient required hospitalization.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? What structure was the device being fired across? Which firing did the jamming occur on? Was the two step process used for pre-loading the device? Did the device fire any successful clips? How did the inability to close the jaws effect the internal structure resulting in hospitalization? How was the procedure completed? How long was the patient's hospital stay extended? Would the patient have required hospitalization if the jamming did not occur? How was the patient's hospitalization related to the jamming of the device? Is the patient expected to have a full recovery? What is the patient's current status? What is the patient's sex, age, and weight? Was there a recent conversion to ees devices in this account or with this surgeon

Manufacturer narrative:
(B)(4). Empty. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date the event will be re-reviewed and a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.